Event description:
During right total knee arthroplasty the trial plastic insert broke while being placed inside the patient's right knee. Pieces were removed and x-ray was obtained. No foreign objects seen on x-ray. FDA safety report ID # (B)(4).